Manufacturer narrative:
No patient information to date after calls to customer (B)(6) 2022. Date of device manufacture year is 2004 the month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. It was recommended to check the display cables and replace the cables if issue is not resolved. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no report of patient injury.